Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient went to the emergency room with symptoms of chest discomfort. The patient vitals were checked and detected as fine. Pericardial effusion was discovered when the physician performed a computed tomography scan. A pericardiocentesis was performed to successfully drain the fluid. The patient condition is stable after the procedure. No further intervention will be performed.